Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21120541, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21120541, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: batch: 20802378, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. The ipg site was fully open with the ipg exposed. The patient underwent a spinal cord stimulation (scs) removal procedure. Patient is recovering as expected. Product was disposed and unable to be returned.